Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving a pseudoaneurysm in a patient that had been implanted with the cormatrix ecm for carotid repair product. On (B)(6) 2011, the patient was implanted with the cormatrix ecm for carotid repair. Ten months later, in (B)(6) 2012, the patient suffered a carotid aneurysm. A reoperation was required and the cormatrix ecm was removed. The physician stated that the patient is doing fine. The cause of the aneurysm is unknown; however, the surgeon noted that the patient had a history of forming aneurysms. On two previous occasions, prior to implant of the cormatrix ecm for carotid repair, the physician operated on two spontaneous femoral artery aneurysms.